Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure (right side essure device migrated and embedded in my uterus)") and device expulsion ("malposition of essure (right side essure device migrated and embedded in my uterus)") in a 34-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "on hsg fallopian tubes were bilaterally patent". The patient's past medical history included ovarian cyst (date of tratment (B)(6) 1995), depression and anxiety. Previously administered products included for an unreported indication: yaz from (B)(6) 2008 to (B)(6) 2008, mirena iud in (B)(6) 2008, patch from (B)(6) 2008 to (B)(6) 2008 and depo provera from 1997 to (B)(6) 2006. Past adverse reactions to the above products included contraception with depo provera, mirena iud, patch and yaz. Concurrent conditions included allergic reaction to analgesics. Concomitant products included drospirenone + ethinylestradiol (yaz) and escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("other injury/complication (nickel sensitivity; suspected I was allergic because of all the symptoms after placement)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterine pain"). The patient was treated with sertraline (zoloft), ibuprofen (motrin), surgery (hysterectomy (full), removing essure and her uterus, salpingectomy (one side),). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and device expulsion was resolving, the dysmenorrhoea, menstrual disorder, dyspareunia and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals and uterine pain outcome was unknown. The reporter considered allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient felt much healthier within days of essure coil removal. Four coils were visible protruding from the cervical os and two coils were visible protruding from the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally patent . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:- pelvic pain, allergy to metal, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 23-aug-2018: medical record received, reporter added, lot number added, historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (right side essure device migrated and embedded in my uterus)") and device expulsion ("malposition of essure (right side essure device migrated and embedded in my uterus)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "on hsg fallopian tubes were bilaterally patent". The patient's past medical history included ovarian cyst (date of treatment july 1995). Previously administered products included for an unreported indication: yaz from july 2008 to on (B)(6) 2008, mirena iud in july 2008, patch from on (B)(6) 2008 and depo provera from 1997 to on (B)(6) 2006. Past adverse reactions to the above products included contraception with depo provera, mirena iud, patch and yaz. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("other injury/complication (nickel sensitivity; suspected I was allergic because of all the symptoms after placement)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy (full), removing essure and her uterus, salpingectomy (one side),) and surgery (hysterectomy (full), removing essure and her uterus, salpingectomy (one side). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and device expulsion was resolving, the dysmenorrhoea, menstrual disorder, dyspareunia and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals and uterine pain outcome was unknown. The reporter considered allergy to metals, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient felt much healthier within days of essure coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally patent most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Reporter added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), malposition of essure (right side essure device migrated and embedded in my uterus), other injury/complication (nickel sensitivity; suspected I was allergic because of all the symptoms after placement). Historical condition, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "on hsg fallopian tubes were bilaterally patent". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy, removing essure and her uterus). Essure was removed in (B)(6) 2008. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menstrual disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally patent incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.